Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, therefore, the condition of the product could not be verified; the gfd remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated during the event; therefore, the device history record (DHR) could not be reviewed. The root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that eight months following the glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris. The patient experienced postoperative hypotony. The shunt has remains in the eye. Additional information has been requested.